Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving dilaudid (at 5 mg/day) via an implantable infusion pump. It was reported that the patient's pump was supposed to replaced in december, but stopped working to day. The caller stated that when she attempted a bolus it displayed the error 8476 (motor stall).